Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, it was noted that the device was in back-up vvi mode. Programming changes were made. Patient¿s condition was stable.